Manufacturer narrative:
(B)(6). (B)(4). Visual evaluation of the returned device found that the basket was in a closed position, residues are present indicating use and handling. The proximal section of the sheath is buckled and detached from the handle. Functional test found the basket failed to open. Water was injected and found device would leaked from the heat shrink. The blach heat shrink was removed and found the coil detached from the distal end of the handle. Additionally, the side car-rx presented pushback out of specification the evaluation concluded that during procedure, excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failures found. Additionally, the issue was noted during procedure and inside the patient. Therefore, the most probable root cause of this complaint is "operational context", since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician was unable to inject the contrast agent. When water was used, it was found out that the handle was leaking. The procedure was completed with another trapezoid¿ rx lithotripter basket. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.